Event description:
It was reported that the patient present to the clinic with their heart rate below their lower rate limit but was not symptomatic. It was also reported that the device had reached eol (end of life) in less than three years. The device had no telemetry and showed no pacing. It was noted that even though the device had been set to high output for the patient's left ventricular lead the device's longevity was much less than what the implanter expected. It was also noted that this was only the patient's second follow up visit since implant. The device's replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Manufacturer narrative:
Product event summary: further analysis was completed on the device. The pal (product analysis laboratory ) analysis found the device to be functional with nominal current drain when powered with an external supply. No electrical failures were noted. No anomalies along the perimeter of the scsp were observed during optical inspection after removing all the surrounding components.